Event description:
It was reported that the device shifted and did not seal the laa. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 31mm wds. The closure device was deployed in the patient but did not meet release criteria despite several attempts. The physician exchanged the wds for a larger 35mm wds. The closure device was deployed and met all release criteria. After the closure device was released, the device shifted proximally and was not sealing the laa. The physician made the decision to remove the device and reimplant a new closure device. A non-boston scientific grasping device was then inserted and used to successfully remove the closure device from the patient. A new 31mm wds was then used along with a watchman trusteer access system to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.